Manufacturer narrative:
It was initially reported the device would be returning for evaluation. No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. No DHR lot review was conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a microclave neutral connector that precedex was infusing with inotropic meds., when a leak was noted between the blue clave and tubing. The leak caused drip interruption subsequently causing a severe change in blood pressure. There was patient involvement, unknown medical intervention, and unknown delay in critical therapy.